Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that catheter froze on wire and removal difficulty occurred. The target lesion was located in a mildly tortuous and severely calcified renal artery. A 4.0mm x 20mm x 135cm sterling balloon catheter was selected for use. Following initial pre-dilation, the physician selected the sterling balloon catheter for further pre-dilation. However, the balloon was noted to stick to the guidewire, would not advance, and resulted in loss of wire access. The device was removed with difficulty, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that catheter froze on wire and removal difficulty occurred. The target lesion was located in a mildly tortuous and severely calcified renal artery. A 4.0mm x 20mm x 135cm sterling balloon catheter was selected for use. Following initial pre-dilation, the physician selected the sterling balloon catheter for further pre-dilation. However, the balloon was noted to stick to the guidewire, would not advance, and resulted in loss of wire access. The device was removed with difficulty, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.